Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) and shock therapy for supraventricular tachycardia (svt). It was reported that the therapy did not convert the rhythm and tachycardia therapy was exhausted. Subsequently, the rhythm slowed and broke on its own. It was noted that the patient had not taken their prescribed medications for two days and was cutting the grass at the time of the episode. The local field representative contacted boston scientific technical services (ts) to inquire why therapy was delivered. Ts discussed that the rhythm had a gradual onset and was a stable 1:1 sinus tachycardia and that the rhythm was considered atrial fibrillation (af) with stable ventricular tachycardia (vt). Ts discussed that the device functioned appropriately per programmed parameters. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.